Manufacturer narrative:
Evaluation summary: as the customer did not retain the finished goods lot number, the device history record review (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that the pink sleeve did not stick to the handpiece correctly. The event took place on three patients. The product was replaced and the surgery was completed. There was no patient harm. Additional information has been requested.